Manufacturer narrative:
The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable elecsys troponin t hs assay (tnt hs) result for 1 patient tested on a cobas 8000 e 602 module compared to the result from a siemens analyzer. The initial tnt hs result from the cobas e602 was 144 ng/l. The result from the siemens analyzer was 8.3 ng/l. The initial result in question was reported outside of the laboratory. The cobas e602 serial number was (B)(4).

Manufacturer narrative:
A sample was provided for investigation. Based on the results of a serum fractionation the troponin t value in the complaint sample is considered to be a true positive value. The presence of an interfering factor cannot be shown. The investigation did not identify a product problem. The cause of the event could not be determined.